Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Therefore, the root cause of the reported complaint cannot be conclusively determined. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in the de novo, mildly calcified, mildly tortuous ramus measuring 3.0x24mm with 75% stenosis. The target lesion was treated with direct stenting using a 2.75x28mm taxus liberte drug eluting stent and post dilation resulting in 0% residual stenosis. During removal of the stent delivery system, balloon withdrawal resistance occurred. There were no reported patient complications as a result of this event.